Event description:
The user reported that during a fibroid embolization procedure the catheter kinked in the pt when it was maneuvered from the femoral artery around the iliac bifurcation. The user then switched to a new catheter. No harm or injury was reported.

Manufacturer narrative:
The suspect device has not been returned for eval. A f/u report will be submitted when the eval has been completed.